Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that due to burn on plastic distal end cover, the insulation resistance value at distal end does not meet the standard value. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: due to burn on plastic distal end cover, the insulation resistance value at distal end does not meet the standard value. Based on the results of the investigation, a root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.